Event description:
It was reported that a message was displayed that the device was in hardware back-up. Dashes were noted for sensor parameters. Measured battery data was 2.63 v, 19 ua, 5 kohms with an estimated longevity of about 13 months. Program changes and a microprocessor reset were not successful. Telemetry errors were noted during the microprocessor reset attempt.